Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced a trauma at the implant site and reports decreased benefit with the implant system afterwards. Reportedly, a residual swelling was present and the recipient is not using the device frequently. However, no in situ measurements or further information was received. Therefore a root cause cannot be determined due to lack of information.

Event description:
A decreased hearing performance with the device was reported. The user fell down and hit her implant site on (B)(6) 2024, which resulted in tenderness and swelling on the site. There is still residual swelling over the area. The user reported that everything sounds tinny since her fall. The user is scheduled for a follow-up appointment on (B)(6) 2024. Despite requested, no further information was received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decreased hearing performance with the device was reported. The user fell down and hit her implant site on (B)(6) 2024, which resulted in tenderness and swelling on the site. The user is scheduled for a follow-up appointment on (B)(6) 2024.